Event description:
A 3.0mm diameter x 30mm length ave gfx stent was inserted into the right coronary artery after predilation with a 3.0mm diameter ptca balloon. The pt was 74 years old with a history of hypertension, diabetes and an ejection fraction of 30%. It was not possible to cross the target lesion due to calcification; therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent was caught on a calcified area of the target vessel and dislodged from the stent delivery system. The physician followed the instructions for removal of an undeployed stent and attempted to snare the stent, unsuccessfully. The pt went to surgery for removal of the stent and coronary artery bypass surgery. The physician has no product complaint, and there was no additional clinical sequelae relative to the event.